Event description:
Philips received a complaint on the heartstart mrx device indicating that the charge button was not working during a cardioversion. Patient involvement is unknown. It was reported the shock button dis not deliver shock and they used another device right next to the bed. Although no direct adverse event to the patient or user was reported, we are considering this to be a serious injury due to a serious deterioration in the state of health of the patient because life-saving therapy/treatment may have been interrupted/delayed.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is based on information provided by philips field service engineer (fse) and has been investigated by the philips complaint handling team. Onsite device evaluation included device testing, which the reported problem could not be reproduced, and there were no other problems or issues observed on the equipment. The device was functioning at intended. Multiple good faith efforts were made to obtain additional information associated with this complaint evaluation, but attempts have been unsuccessful. If additional information is later obtained, the complaint will be reopened. The final disposition of the device remains unknown as there was no response to confirm the requested details. Based on the information available and the testing conducted, the cause of the reported problem not determined. The reported problem was not confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time.

Event description:
Philips received a complaint on the heartstart mrx device indicating that the charge button was not working during a cardioversion. Available details indicate that therapy was completed with another device. Although no direct adverse event to the patient or user was reported, we are considering this to be a serious injury due to a serious deterioration in the state of health of the patient because life-saving therapy/treatment may have been interrupted/delayed.